Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: mcs-p3-3143 transcatheter valve 2013 (B)(6). (B)(4).

Event description:
It was reported that remote transmission of the device was missing the non-magnet electrogram. The device remains in use. No patient complications have been reported as a result of this event.